Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/4/2023, it was reported by a distributor via sems that a v-600ss sagital saw attachment had an issue, the blade did not stay fixed in the adapter. This was discovered during use on (B)(6) 2023 with no patient harm. Additional information has been requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 9/6/2023, the distributor provided additional information via email: this occurred during a total knee replacement procedure on (B)(6) 2023. Another unknown hospital device was used to complete the procedure successfully. There was no adverse effect to the patient, and no case delay was reported.